Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
It was reported that the camera head exhibited poked out wire through the rubber coating about 10 to 12 inches down the cord. The issue occurred during the reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus repair centre for the evaluation and reported problem was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flickering image. Based on the results of the investigation results, the most probable cause of the problem is the defective cable which is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited poked out wire through the rubber coating about 10 to 12 inches down the cord. The issue occurred during the reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.